Event description:
It was reported the lead was removed and replaced, due to unacceptable thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed. The lead was received with the helix fully extended, with dried blood and a piece of tissue on it. Other: it was reported the lead was removed and replaced due to unacceptable thresholds. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated; electrical tests performed, mechanical tests performed; visual examination: device performed according to specifications. No conclusion can be drawn, high threshold.